Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of anomalies found.

Event description:
It was reported that the right ventricular (rv) lead indicated high thresholds and high impedance which triggered a lead warning. It was thought there may be a connection issue between the lead and the recently implanted implantable cardioverter defibrillator (ICD). During the revision procedure a connection issue was confirmed. The ICD and lead remain in use. No patient complications have been reported as a result of this event.